Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was getting poor image quality. Their rad and gain calibrations were up to date. It was noted that the exams themselves are poor quality, not the image on the monitor. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rad and fluoro gains were calibrated multiple times. The values had slowly grown out of the acceptable range and required calibration to fix. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.